Event description:
It was reported that the pt is experiencing extreme pain since surgery and site is hot to the touch. Has had numerous tests/CT scans and was told that her pain was caused by scar tissue.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.